Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D10. Device available for eval- yes. D10. Returned to manufacturer on: 08-oct-2025. H3. Device eval by manufacturer- yes. Investigation summary: to investigate the complaint on catalog 228161, lot 3124670, a retained sample of the complaint lot and the returned sample were tested, according to the product instructions for use, with three available cultures representing salmonella o group c1. For each antiserum test, a portion of culture was removed from the agar plate and mixed into one drop of antiserum on a slide. In addition, each culture was tested in a drop of saline to check for roughness. Each slide was rotated for one minute before reading the reaction. Results were as follows: 2+ reactions were observed in both the retained and return vials, with two group c1 cultures tested. No reactivity was observed when the cultures were tested in saline. The complaint was confirmed based on the testing performed. The batch history record for the lot was reviewed and found satisfactory; no quality notifications were issued for the batch, and all release testing was satisfactory. Complaints for the product line were reviewed. There have been three other complaints received on the lot number in the three-year period reviewed. Bd will continue to monitor trends within this product line. No corrective action is needed at this time.

Event description:
It was reported while using the antisera, all groups, salmonella spp. An unspecified number of patient samples failed to agglutinate. No health impact or consequence reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the antisera, all groups, salmonella spp. An unspecified number of patient samples failed to agglutinate. No health impact or consequence reported.